Event description:
The doctor claims that the graft was implanted for an aortic arch replacement and blood "spouted" from a spot between the second and third branch of the graft. The bleeding was stopped with sutures. The quantity of blood that was lost through that spot on the graft is unattainable. The graft was left in. The patient is doing well.